Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure the lens was scratched upon post microscopic examination. The lens was replaced with a back up lens in the initial procedure. Additional information has been requested and received which states that the iol injector also contributed to the lens scratch.

Manufacturer narrative:
One opened handpiece was received for the report of scratched lens. The returned sample was visually inspected and found to be conforming. Discoloration typical of reuse was observed. The sample was dimensionally inspected for plunger height and was found to be conforming. The sample was then functionally tested for thread engagement and plunger movement and was found to be conforming. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections and functional and dimensional testing associated with the reported event, therefore a scratched lens as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the illuminator was manufactured to specification. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to insure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. On initial MDR, usage of device was reported as "initial" in error. It should have been "reuse" on the original MDR. The manufacturer internal reference number is: (B)(4).